Event description:
The following has been reported: biomed reported: we have another one stating air in cassette even after cleaning pump (B)(6) . Preliminary evaluation of the logs showed the following: sensor hardware failure (downstream air sensor) an active infusion was delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. Upon investigation, the complaint was confirmed. The pump was returned for air in cassette errors. A mock infusion was attempted but the device was reading air in multiple cassettes where no air was present. Bubble detector was cleaned but this issue persisted. Device was opened and a visual inspection revealed no signs of fluid ingress or physical damage. Connections were re-seated but the errors persisted. Set ID will be replaced.